Event description:
It was reported that the right ventricular lead impedance had increased and is high. The lead is still in use and the patient is planned to be followed closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.